Event description:
A medtronic rep reported during a pelvic trauma surgery case. When using the long universal drill guide (udg), the surgeon noted that he appeared to be "off" laterally a few mm when viewing the sagittal image. The rep reported the percutaneous pin was fixated on the pt's left, and the screw placement was being done on the pt's right. During screw placement there was some significant pt movement relative to the frame. There was no impact to the pt outcome reported.

Manufacturer narrative:
No parts of files have been returned to the MFR for eval. After the case the sys was tested and the alleged inaccuracy could not be duplicated by medtronic personnel. The sys was fully functional. The rep who attended the case believes that movement from the surgeon and operating room bed during the procedure caused the fracture to move relative to the reference frame.